Event description:
It was reported that there was unexpected end of service (eos) on the implantable cardioverter defibrillator (ICD). There was a high voltage problem on the ICD. It was also noted the eos resulted in charge circuit time out. The battery voltage was reported above eri voltage. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.